Event description:
The clinician connected an IV infusion set to the 22 gauge bd nexiva y connector. The nurse proceeded opening the clamp to start the infusion and the extension tubing broke in two pieces. The clinician used a klemmer to clamp the tube and to stop blood from coming out of the device. She then removed the unit and she cannulated the pt with the peripheral cannula currently in use (protect IV plus stopcock with extension tube). The bd nexiva device was in use for longer than 24 hours and it was accessed to deliver two IV infusions twice a day. The nurse did not come in contact with the pt's blood, as she was wearing gloves. However, the pt was hiv positive. The device was disposed in a sharps container.

Manufacturer narrative:
Conclusions: a root cause analysis was unable to be performed, as the sample was disposed of.